Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak in the forceps channel, it is possible that proper reprocessing could not be performed and foreign material could not be removed. The issue may be detected/prevented by following the instructions for use sections below: gif-ez1500 operation manual chapter 3 preparation and inspection. Gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the channel tube. There were no reports of patient involvement.